Event description:
(B)(4). Laparoscopy done for chronic pelvic pain in (B)(6) 2015, findings of adhesions and endometriosis, total hysterectomy will be done (B)(6) 2015.

Event description:
(B)(4). Ii had the procedure done in (B)(6) 2009, started noticing problems around (B)(6) 2009. Irregular menstrual cycle, heavy bleeding, spotting in between cycles, severe cramping, constant headaches, weight gain, bloating.